Event description:
It was reported the high flow insufflation unit resulted in an increase of co2 level and subcutaneous emphysema. The latter was resolved after increasing suction pressure. The issue was found during a therapeutic sigmoid colon surgery. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected field: d4 - expiration date null. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.